Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw attachment does not function; it does not hold the saw blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.